Manufacturer narrative:
No sample returned to immucor for investigation. Panocell-10 lot number 34937 expired prior to investigation. Immucor investigation lab testing for the jkb antigen was not performed on retention product while it was still in date.

Event description:
A customer reported obtaining unexpected negative results with panocell-10 (lot number 34937).